Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the lot number of the rebar was b788712.

Event description:
Medtronic received information regarding a solitaire fr stent retriever that had resistance and was kinked. It was reported that the patient was undergoing a thrombectomy procedure. The solitaire experienced resistance during delivery in the microcatheter. When removed, it was found that the tail end connection of the solitaire stent was severely kinked. Therefore, the solitaire was replaced to continue the procedure. No patient outcome information was reported. Additional information received reported the catheter used was a rebar 18. The solitaire was delivered smoothly through the proximal segment of the rebar but could not be pushed out at the distal segment. The devices were prepared as indicated in the IFU. A continuous saline flush was administered and maintained during the procedure per the IFU. Only one pass was made with the solitaire. The entire system was removed and replaced to complete the procedure. It was noted patient's vessel tortuosity was normal. There was no harm or injury to the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.